Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of atrial capture and >2500 ohms lead impedance. Although a new lead was placed, capture could not be regained. When the previously implanted lead tested normal via an analyzer, the pulse generator was replaced and a new generator was connected to the old lead with no further problems.